Manufacturer narrative:
The subject device is not available.

Event description:
Pre-procedure, the patient presented with a clot located in the m2 segment of the left middle cerebral artery. It was reported that during the thrombectomy procedure, embolization to new territory was observed; however, no treatment was administered. The territory was not disclosed. Post procedure the patient achieved a tici score of 2b, and approximately 6 days post the index procedure the patient was discharged with a modified ranquin scale (mrs) of 5 and a nihss of 21. No further information is available.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, embolus is a known risk associated with endovascular procedures and is noted as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
Pre-procedure, the patient presented with a clot located in the m2 segment of the left middle cerebral artery. It was reported that during the thrombectomy procedure, embolization to new territory was observed; however, no treatment was adminstered. The territory was not disclosed. Post procedure the patient achieved a tici score of 2b, and approximately 6 days post the index procedure the patient was discharged with a modified ranquin scale (mrs) of 5 and a nihss of 21. No further information is available.